Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for air detected in the cassette during drain 5 of 7. The alarm could not be cleared. Treatment was cancelled and when the cassette was removed fluid was found to be leaking. The patient completed treatment manually and was instructed to inform the patient's nurse. The cassette was discarded. During follow up the patient's nurse reported the patient had not had any adverse event associated with the leak. No antibiotics were prescribed.